Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing and low p-wave amplitude. It was also report that cardiac compass had invalid data on the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.